Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
The failure mode was confirmed in the received sample. The cuff deflated immediately, leaking through a small cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Cuts of this magnitude would have been detected during the 100% inflate/deflate test and removed from the lot during the manufacturing process. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
Caller reported that when the tape was removed from the ett, they found an air leak which was isolated to the cuff. The patient was reintubated because of the air leak found. Customer confirmed there was no patient harm.